Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling multiple cartridges with 100-300 units of insulin. Reportedly, the air was not being removed from the cartridge prior to filling it with insulin. Blood glucose level was in the 220's (mg/dl). Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.